Manufacturer narrative:
Multiple devices were reported as part of this complaint. The information for the second device is as follows: medical device brand name: unknown. Medical device type: n/a. Medical device catalog #: unknown. Medical device manufacturer: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Unique identifier (UDI) #: unknown. Manufacturing location: unknown. PMA/510(k)#: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no.: 320122, unknown batch no.: 9106633, unknown. It was reported the needle would not dispatch the insulin during priming. Verbatim: issue: consumer reported needle couldn't dispatch the insulin during the priming. It has happened total 63 times this year. All the samples are put in a bag together. Sample discarded. Incident date-unknown. Occurrence-unknown. Item# 320122. Lot# 9106633; expiration date-2014-04-30. Issue: consumer reported needle could not dispensed the insulin during the priming with other boxes this year. Sample discarded. Incident date-unknown. Occurrence-unknown. Item# unknown. Lot# unknown. Consumer uses the new needle each time of her injection. She does the priming, consumer would not reply if she visually tests the needle and if she firmly attaches the pen needle on to the pen. She uses the novolog pen.

Manufacturer narrative:
H.6 investigation: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9106633. Unable to perform complaint lot history check due to an unknown lot number for needle clog. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no.: 320122, unknown batch no.: 9106633, unknown. It was reported the needle would not dispatch the insulin during priming. Verbatim: issue: consumer reported needle couldn't dispatch the insulin during the priming. It has happened total 63 times this year. All the samples are put in a bag together. Sample discarded. Incident date-unknown. Occurrence-unknown. Item# 320122. Lot# 9106633; expiration date-2014-04-30 , issue: consumer reported needle could not dispensed the insulin during the priming with other boxes this year. Sample discarded. Incident date-unknown occurrence-unknown item# unknown lot# unknown consumer uses the new needle each time of her injection. She does the priming, consumer would not reply if she visually tests the needle and if she firmly attaches the pen needle on to the pen. She uses the novolog pen.